Event description:
It was reported that locking mechanism broke on 12mm one level plate.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no incidents were found. Over-angulation of the drill during freehand screw hole prep would cause a portion of the head of the screw to remain proud of the plate; causing the deformation of the mechanism. Conclusion: the likely root cause is the lack of use the drill guide (freehand) during screw hole preparation.

Event description:
It was reported that locking mechanism broke on 12mm one level plate.